Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant reported that the lot number of the clip was 25681169; however, the lot number could not be found in the system. Thus, the manufacture date and expiration date are unknown. Health professional was approximated to yes as the initial reporter's occupation is unknown but the event was reported to have occurred at a health care facility. (B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Dimensional analysis was performed on the bushing outer diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and side a was within specification while side b was confirmed to be out of specification, indicating that the device experienced a deployment failure. The bushing tabs were measured for further analysis and it was noted to have non-similar measurement. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history review (DHR) on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. The exact date of the procedure was not provided. During the procedure, the clip misfired. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. The exact date of the procedure was not provided. During the procedure, the clip misfired. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2021*** this report pertains to the first of two resolution clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2021. During the procedure, the clip did not fire appropriately. The same issue happened to the second resolution clip device, and the procedure was completed with another resolution clip device. It was also noted that there were kinks noticed in the catheter prior to trying to deploy the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: it was reported that there was an attempt to completely remove the outer-sheath. However, per the hemostasis clip instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant reported that the lot number of the clip was 25681169; however, the lot number could not be found in the system. Thus, the manufacture date and expiration date are unknown. Block e2: health professional was approximated to yes as the initial reporter's occupation is unknown but the event was reported to have occurred at a health care facility. Block h6: medical device code a15 captures the reportable event of clip did not fire appropriately during the procedure. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The outer sheath was returned in good condition and the catheter had no kinks. Dimensional analysis was performed on the bushing outer diameter, and it was within specification. A dimensional analysis was also performed between the hooks of the bushing, and it was observed that side a was within specification while side b was out of specification, indicating that the device experienced a deployment failure. The bushing tabs were measured for further analysis and it was noted that each sides of the bushing tabs were asymmetric. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history review (DHR) on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event. Additional information: block a3 (sex), b3 (date of event), b5 (describe event or problem), b7 (other relevant history), d7a (sud reprocessed/reused), h6 (device codes, impact codes), h8 (usage of device) and h10 (additional MFR narrative)